Event description:
Meter name: one touch profile, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: none. A pt reported they "had a heart attack and tried to sue lifescan". Their meter allegedly would only prompt insert strip. The result on their meter was unable to test. No other results reported. No comparison reported. No treatment reported. No further info has been reported.